Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had a cracked battery tube threads and cracked case near display window corners noted. We were unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in her sleep. The caller stated that the cause of death was natural causes, but is not sure at this time. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not wish to disclose any more details and stated that they would call back once they were ready to answer questions and once they have decided what to do with the insulin pump.